Event description:
It was reported that the log file captured constant driveline fault events throughout and also some intermittent low speed and pump off events that started on (B)(6) 2021. This patient has a history of short to shield starting back in (B)(6) 2021 and should have been using a non-grounded patient cable. If the patient was on a non-grounded cable the short to shield has matured into a phase to phase short with the potential for pump stops on any power source. The patient also had some driveline faults in the past but according to this log it appeared there may be a couple wires having some continuity issues causing the driveline faults.

Manufacturer narrative:
Section b5: the start of the history of short to shield in february 2021 was reported under MFR # 2916596-2021-00855. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low speed events, pump stop events, and silenced driveline fault alarms while the patient was supported by the power module via an ungrounded patient cable. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. Evaluation of the returned section of driveline was unable to confirm driveline wire damage. The patient reportedly experienced pump stops while ongoing on an ungrounded patient cable. Abbott technical services performed a driveline repair on (B)(6) 2021. The patient was placed on a do not resuscitate order with no plans for a pump exchange at this time. The patient then reportedly experienced driveline fault alarms; however, there was no change in plan of care. Approximately 18.5¿ of the distal end of the driveline was returned. Examination of the silicone jacket found no breaches of the jacket besides the cut made to perform the driveline repair. The controller connector appeared unremarkable. An electrical continuity test of the returned driveline was conducted with a digital multimeter, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the silicone jacket, dried fluid/biological material was noted along the length of the returned section of driveline; however, a specific cause for this finding could not be conclusively determined as it was reported that the external silicone jacket of the driveline appeared unremarkable prior to the driveline repair. The bionate layer had some discolored areas but did not show any signs of damage. Moderate metal braided shield breakdown was noted at the terminus of the controller connector bend relief. Mild breakdown of the metal braided shield was intermittently noted along the remainder of the returned driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified with an insulation tester. The submitted log files were reviewed and contained data from (B)(6) 2021, (B)(6) 2021 through (B)(6) 2021, and (B)(6) 2021. A pump stop was captured on (B)(6) 2021 while the device was connected to the power module. Multiple silenced driveline fault alarms were also captured that were associated with the yellow wrench advisory alarm. Low speed and pump stop events were captured on (B)(6) 2021 while the device was connected to the power module. The low speed and pump stop events were associated with low speed advisory, low speed hazard, low flow hazard, and/or time base fault alarms. There were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿ warns that although the external components of the heartmate ii left ventricular system are moisture-resistant, they are not waterproof. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿ and explains that fluid leakage from the external portion of the driveline may be evidence of driveline damage. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Also in this section, the patient handbook states that a damp cloth can be used to ¿clean exterior surfaces of the external parts of equipment. Water, with or without a mild detergent, may be used as a surface cleaner. Do not allow water to enter the interior of the devices. Do not put equipment in water or liquid. Submersion in water or liquid may damage equipment¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient with known short to shield experienced pump stop alarms. A log file analysis captured low speed hazard and pump stops on (B)(6) 2021. This type of behavior was linked to potential issues with the percutaneous lead. These issues only occurred while on the power module. The patient underwent a driveline repair on (B)(6) 2021. It was noted that upon cutting into the silicone jacket an abundance of dried fluid was seen in the driveline. The entire external portion of the driveline was replaced with no issues. The patient experienced a driveline fault on (B)(6) 202, which was confirmed with log file analysis. The pump stops resolved with the percutaneous lead repair. The patient was discharged to hospice as there was no plan for pump exchange and the patient was do not resuscitate (dnr) status.